Event description:
Event description cpi received information that this endotak transvenous defibrillation lead was repaired due to abrasion. The lead was repaired using a lead repair kit, the abrasion appeared to be superficial only.